Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. (B)(4). Clinical review of all information currently available concluded the following: although a temporal relationship may exist, there was no documentation that suggests a causal relationship between the adverse events of chest pain, pleural effusions, pneumonia, and uremic pericarditis and subsequent hospitalization (B)(6) 2016 and the liberty cycler. The patient has an extensive cardiac history in addition to other comorbidities which most likely contributed to the adverse events. Additionally the patient was transitioned to hd for uremia resulting from poor pd tolerance. The patients has been meeting his dry weight and doing fine on hd therapy according to a follow up call to the patients¿ nurse on (B)(6) 2017.

Event description:
A peritoneal dialysis (pd) patient reported that he had been hospitalized on (B)(6) 2016 due to pericarditis and discharged on (B)(6) 2016. The patient further reported that he had been subsequently transferred to hemodialysis (hd). Additional information received from the patient¿s dialysis clinic discovered that the patient had been treated with antibiotics and confirmed that, once the patient had recovered, the patient changed modality of dialysis treatment on (B)(6) 2016. The patient is reportedly meeting his dry weight and has been adequately dialyzing. The cause of the infection of the pericardium was unknown. Review of the patient¿s medical records information confirmed that the patient was hospitalized (B)(6) 2016 for chest pain, pleural effusions, pneumonia, and uremic pericarditis. The patient had initially presented with several days of pruritus, ear burning, left should pain followed by severe anterior chest and arm pain. The chest pain was pleuritic, non-exertional, and not relieved in any position. A note in the medical record dated (B)(6) 2017 stated that the patient had the feeling that he was ¿drowning¿ and being under dialyzed; the physician noted no shortness of breath (sob), rales bilateral at lung bases. The patient had multiple workups during the hospitalization. The patient was treated with antibiotics for community acquired pneumonia; moxifloxacin (dose, route, unknown), medicated with morphine for pain control, started on a heparin and transitioned to hemodialysis ((B)(6) 2016) because of uremia and overall poor tolerance of pd therapy. The patient was also placed on fluid restriction, a renal diet and discharged on (B)(6) 2017. Other details of hospital course are unknown.

Manufacturer narrative:
The cycler was returned to the plant for refurbishment before notification of the patient's event. As such a full evaluation is not possible. The returned cycler was evaluated and no issues were found. The cycler passed all quality inspections and was made available for redistribution without recorded repairs. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.